Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the original equipment manufacturer of the reported device. The customer alleged a manufacturer hill-rom bed, serial number unknown that had a side rail that would collapse and a side rail that would not latch. Please find additional contact information below. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).